Event description:
Information received indicating that a smiths medical cadd ms3 pump keeps shutting off. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customers stated problem was unable to be duplicate. Testing was performed and the device did not keep shutting off. The device ran the program for an extended period of time with no issues occurring. The device was opened for further investigation and found no sign of fluid ingression and it was working properly as normally. Therefore, no problem was found with the reported issue. However, service recommended to replace the rear housing as a preventive measure. Service will also replace the front housing as part of the repair process. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.